Event description:
The caller reported that the cuff of the tracheostomy tube leaked. The tracheostomy tube was removed, and the patient was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.